Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during implant, the stylet could not be inserted. The lead was not used and a new lead was implanted.